Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a bad burn on her back after the trial. There were "two lines" going down the pt's back from the leads. The outline of the screening cable could also be seen. The burning started the second, the pt was implanted. They believe, the burn was from the screening cable and leads. The trial leads could only be left in for two days. Apparently the leads and the screening cable were thrown away, and were not sent back for analysis. The pt had to go to the dermatologist because, the burn she felt, was that severe. A possible infection was also reported. The pt underwent a successful implant of a permanent system approx one month after the trial. At the time of the permanent implant, a faint outline of the screening cable box could still be seen on the pt's back.